Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while on a ventilator. The patient was placed on another device and his blood oxygen saturation stabilized. The device is currently being evaluated. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for an allegation a patient's blood oxygen saturation decreased while on a ventilator. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate as designed. The device event logs were downloaded and reviewed. The device event logs include every keypress, alarm, or failure of the device to remain within specifications. No errors were observed in the device event log that would indicate a malfunction or failure to deliver therapy occurred. The manufacturer concludes the device did not cause or contribute to the reported event.